Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient's friend stated that the patient received a notice to update their records, but the patient had the implant removed for a couple years now. The system was explanted because it never gave the patient therapeutic effect for their incontinence issues. Caller said that it was adjusted many times, but it never provided 50% symptom reduction. Patient was implanted for urinary dysfunctional/sacral nerve stimulation

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.